Event description:
On (B)(6) 2021 had surgery to remove two screws that had backed out of the metal plate in right upper humerus which had been implanted (B)(6) 2020 post fall with fracture. I was using a CPAP since (B)(6) 2019 with headgear and full face cushion with magnets; I was notified 9/7/2022 that philips had new safety labeling requirements regarding use with metal implants. I still have the metal plate and several screws implanted. I have discontinued use of the CPAP and have an appointment for a new face mask fitting on (B)(6) 2022. FDA safety report ID# (B)(4).